Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 50-60 mg/dl. Reportedly, customer believes the cause to be related to pump settings. Bg was addressed via consumption of carbohydrates. Reportedly, the customer consulted with healthcare provider regarding bg level and pump settings.